Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report: 3006705815-2020-31801. It was reported that one of the patient's scs leads had measured high impedance and that both scs leads were not delivering effective stimulation. Surgical intervention successfully resolved this issue with a replacement.